Event description:
Sterile blue film "u" drape caused bruising to patient's upper arm below tourniquet. The medline drape piece is so sticky, almost toxic like, when removing it is causing bruising and or skin tears to patients. The skin discoloration is noticed immediately after removing. Similar event also happened in the fall.